Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 178 mg/dl. The customer stated that the alarm occurred during basal. The customer stated that the no delivery was recurring. The customer stated that the alarm was resolved by a complete set change. The customer was not able to troubleshoot during time of call.